Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient encountered an air detected in cassette warning during drain 2 of 3 during pd treatment. Treatment was cancelled and when the cassette was removed from the cycler. Fluid was seen in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was advised by technical services to continue to use the cycler the next day. In a follow up, a pdrn verified that the patient did not experience any harm, adverse event or intervention. The patient is continuing to use the cycler with no issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient encountered an air detected in cassette warning during drain 2 of 3 during pd treatment. Treatment was cancelled and when the cassette was removed from the cycler. Fluid was seen in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was advised by technical services to continue to use the cycler the next day. In a follow up, a pdrn verified that the patient did not experience any harm, adverse event or intervention. The patient is continuing to use the cycler with no issues.